Event description:
It was reported that the device had high pressure alarm on multiple attempts. The patient was advised go to emergency department to continue infusion.

Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.